Event description:
Customer accidentally poked by one of the lancets in the box, because it had no cover on it. Customer is worried there may be some contamination on the needle. Customer was sent a new box of lancets.